Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309657, batch no. 8318741. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the syringe had dust in it. The following information was provided by the initial reporter: syringe has dust in it.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The customer requested to withdraw the complaint.

Event description:
Material no. 309657 batch no. 8318741. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the syringe had dust in it. The following information was provided by the initial reporter: syringe has dust in it.